Event description:
The surgeon used the endopouch retriever for removal of specimen from the abdomen. The device was difficult to activate and once deployed the surgeon was unable to retract the pouch to assist with the specimen removal. The pouch was removed intact and was unable to be used. A new device was opened and used.